Event description:
It was reported that the patient presented to the emergency room due to hearing the lead warning for the right ventricular (rv) lead high impedence and possible fracture. The lead was turned off and remains implanted. Further intervention is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that right ventricular (rv) lead impedance continues to fluctuate and an additional lead warning was initiated for nonphysiologic sensing and vt-ns noise. Lead replacement was recommended. It remains that no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, implantable cardioverter defibrillator (ICD), (B)(6) 2011; 419688, implantable pacing lead, (B)(6) 2011. (B)(4).